Event description:
It was reported that post a stenting treatment procedure a stent fracture and dissection occurred. The 90% stenosed target lesion was located in the non calcified and severely tortuous proximal to distal left circumflex artery. The lesion was predilated with an unspecified balloon and the 2.5 x 24mm promus element mr stent was successfully implanted. The stent was postdilated with an unspecified balloon. Seven days post procedure, the physician noted that the mid portion of the stent was fractured and a dissection occurred, but no stenosis was present at the site. No additional treatment for the stent fracture or dissection was performed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).